Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 5 mg/ml concentration at 1.7 mg dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that pump motor stalled on 5/28. Patient had infected molar at the time and thought increased pain was due to that. Motor stall discovered next refill on (B)(6), rep notified day of case (B)(6). No environmental/external/patient factors that may have led or contributed to the issue was reported. Pump logs were interrogated. Pump was replaced. At the time of this report, the issue was resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found feedthru anomaly/shorting across insulator. If information is provided in the future, a supplemental report will be issued.